Event description:
It was reported that a patient with bradycardia presented to the emergency room. Upon interrogation, the pulse generator exhibited backup vvi mode. As a result, the device pacing support was intermittent. The device was explanted and replaced.